Event description:
While removing proximal trigger wire (topcap/suprarenal stent), the trigger wire release knob separated w/o difficulty from trigger wire. The wire was able to be removed easily after placing a hemostat on the wire. The removal of the trigger wire was effortless.

Manufacturer narrative:
Device - triggerwire knob difficulties is not specifically labeled in the IFU. Event eval: still under investigation.